Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, after capturing a 5mm stone in the device the basket broke off into the patient's left ureter. There was no laser being used during the procedure. The physician used a grasper to successfully retrieve the detached device fragment from the patient and the procedure was completed with another basket. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the basket was detached from the wire sub-assembly and the detached fragment was bent. All of the basket wires were present and attached however, one of the basket wires was broken approximately 7mm from the distal knot. The broken end of the basket wire demonstrated signs it had been contacted by a laser. The wire sub-assembly was detached approximately 12.1cm from the proximal side of the basket. The outer sheath was twisted for approximately 52cm starting at the distal end of the black heat shrink. The outer sheath was kinked in several locations, with two significant kinks in the distal green section. There was a torque mark present on the handle cap indicating the application of the torqueing process, and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the slide would not function due to the significant damage to the outer sheath. The handle cap was removed; the cap was not tight. The handle cannula extended approximately 1mm from the proximal end of the pinch vise, which meets specification. The luer and handle cannula were removed from the handle. The handle functioned without issue with the sheath and wire sub-assembly removed. The wire sub-assembly could not be removed from the sheath sub-assembly due to the defects identified on the sheath. The outer sheath was cut during the investigation to expose the detached section of the wire sub-assembly. The wire sub-assembly was detached/separated at the splice cannula. There was glue residue visible on the proximal end of the detached wire near the heat shrink and in the splice cannula. All of the crimps were present on the splice cannula to indicate it was crimped properly during manufacturing. There were impressions of the wire in the adhesive residue visible through the notch on the cannula. A dimensional verification was performed on the sheath sub-assembly working length and it measured approximately 114.5cm, which is below the lower specification. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, after capturing a 5mm stone in the device the basket broke off into the patient's left ureter. There was no laser being used during the procedure. The physician used a grasper to successfully retrieve the detached device fragment from the patient and the procedure was completed with another basket. There were no patient complications as a result of this event and the patient's condition post procedure was fine.